Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. Section e1 phone number character limit exceeded. The full character phone number is (B)(6). This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27, and 510k/PMA/bla of k113704. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect havab-igg for two patients. The following results were provided (reference range > 1.00 s/co): (B)(6) 2026, sid (B)(6), 35-year-old female, initial havab-igg result= 1.37 s/co; repeat result= 0.22 s/co. (B)(6) 2026, sid (B)(6), 38-year-old female, initial havab-igg result= 1.30 s/co; repeat result= 0.54 s/co. There was no impact to patient management reported.